Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system monitor went blank and continued to fluoro by it self during a case. No pt injury was reported.